Manufacturer narrative:
An arjo investigator examined the device and found it in standard condition. The manufacturer concludes the patient was not a suitable candidate for this system. It is stated in a report from the facility, "patient has a left-sided hemiplegia and sitting balance is not maintained well, even when fully dressed and sitting in a day chair." At the time of the visit, the patient was seen sitting slumped forward in a day chair, and staff commentary suggested that, within a short time of being placed correctly in a seat, the patient will slide forward. Under the chapter safety instructions in the device operating and product care instructions it states, "to use the chair and chassis, the resident needs to be able to sit in an unright position, normally defined as active or semi-active." The manufacturer recommends retraining personnel in accordance with the opi, especially regarding patient assessments.

Event description:
The facility reports upon exit from the tub, the transfer chair was being lowered outside the bath to allow the sub chassis to be fitted and the patient to be moved back to her room. The patient slid forward on the chair and fell to the floor. The resident complained of back pain from the fall.